Manufacturer narrative:
Device lot number and UDI number are unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the short double clamp was broken; the threads stripped off the clamp when removing it. The procedure was an open t12-l2 posterior fusion, and the clamp was placed on l1/2. There was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was no delay to the case.